Manufacturer narrative:
One opened purple cap and cartridge, with a cannula, in a bag was received for the report of cannula was clogged and ovd did not come out. The returned sample was visually inspected and was found non-conforming with foreign material observed inside the hub where needle connects with hub. The sample was then sent for particle analysis. The particle analysis found the foreign material to most closely match viscoat. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The reported issue of the cannula was clogged is confirmed. The particle analysis found the foreign material to most closely match viscoat. Viscoat is not a material that is used in the cannula manufacturing process. How and when the viscoat got in the inner diameter of the cannula cannot be determined from this evaluation and a root cause cannot be determined for the complaint as described by the customer. Most likely root cause is viscoat got into the cannula during surgery and dried. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgery an ophthalmic cannula was clogged and solution did not come out. There was no damage or deformation of the tip. The product was replaced with another cartridge. The procedure details and patient impact were not reported.